Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope ID not showing when plug in, light cover glasses cracked, adhesive around lenses worn, distal end cap worn, distal end adhesive peeling, no image due to scope-connector water leaking, scope error e315, angulation did not meet specification, and angle play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, evis lucera elite colonovideoscope did not displayed the scope ID when plugged in. In additional, the scope displayed no image. The event occurred during reprocessing. Upon inspection and testing of the customer returned device, the scope exhibited scope error e315 and no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined but it is likely that the leakage occurred by user handling the device which water entered and damaged the electrical components which led to the displayed error message. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.